Event description:
It was reported that a spectrum pump has constant upstream occlusion alarms. It was also reported that there was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter rec'd and evaluated the device. The reported constant upstream occlusion alarms were unable to be reproduced, but were confirmed through review of the event history log. The eval determined this condition was caused by a failed upstream sensor. The fluid number readings from the sensor were found to be below spec which is known to cause false occlusion alarms. The upstream sensor was replaced.